Event description:
Boston scientific received information that latitude detected a red alert for this system due to a high shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion over three years after the initial observations were reported. Upon receipt in our post market quality assurance laboratory. A thorough evaluation of the device was performed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, defibrillation and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific sales representative stated that the patient was brought into the clinic for system evaluation. The patient's physician is not concerned at this time since only one out of range measurement was noted, the patient is not pacemaker dependent and has not received a shock since implant. The patient is monitored via latitude on a weekly basis and the patient will be brought in for further testing if another out of range measurement is detected. This product issue will be updated if additional information is received.